Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
Customer reports receiving inaccurate readings in blood glucose tests. Customer received readings of 289 mg/dl compared to lab result of 140 mg/dl within 10 minutes. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.